Manufacturer narrative:
Pending investigation.

Event description:
As reported, the patient had an initial right tsa on (B)(6) 2010. The patient presented on (B)(6) 2021 and had aseptic loosening of glenoid component that looks chronic because of degree of glenoid osteolysis. The case report form indicates that this event is possibly related to device, possibly related to procedure.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the reported event cannot be confirmed from the information provided but may be the result of an insufficient bond between the glenoid component and the bone, which led to aseptic (non-infected) glenoid loosening. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, relevant clinical information, and product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.